Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver was stuck on initializing screen. No additional event or patient information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was unable to be performed due to the receiver re-initializing. The data log was reviewed and screen error alarms were observed. The reported event of receiver stuck on initialization screen was confirmed during log review. A root cause could not be determined.